Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1/16/2021, the product investigation was completed. It was reported that at the end of a cardiac ablation procedure, blood leaked back from the hemostatic valve of the preface® guiding sheath with multipurpose curve. The sheath was replaced, and the issue resolved. The procedure was successfully completed with no patient consequences. Device evaluation details: a non-sterile pref.guiding sheath w/mult.crv vessel dilator and a .032 guidewire were received for analysis inside a plastic bag. Cannula was not received inside the plastic bag. Per visual analysis, no anomalies were observed on the vessel dilator or the guidewire. A review of the manufacturing documentation associated with this lot # 17936595 was performed and the following was found no internal actions were found for this lot. The complaint reported by the customer was not confirmed since the cannula was not received, therefore, no hemostatic valve was received for analysis. In addition, controls are in place to verify the catheters for this kind issue; the produced devices are inspected 100% before leaving the facility. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that at the end of a cardiac ablation procedure, blood leaked back from the hemostatic valve of the preface® guiding sheath with multipurpose curve. The sheath was replaced, and the issue resolved. The procedure was successfully completed with no patient consequences. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there¿s no indication that the bleed was excessive nor that patient¿s hemodynamics was compromised or that additional interventions were required, this event won¿t be considered a patient event but a product malfunction for ¿hemostatic valve separation¿ since it is most likely that the bleed back was due to a malfunctioning or dislodged valve. Hemostatic valve separation is an MDR-reportable issue.